Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. No error alarm could be verified due to the motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked display window corner, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error and had a motion sensor test failure alarm. Customer's current blood glucose was 130 mg/dl. Inquired if the customer uses the sensor feature on her pump and if she was able to rewind. Customer states they don't use the sensor feature and are unable to rewind their pump. Customer declined to troubleshoot for the motion sensor test fail advised customer insulin pump will need to be replaced. No further information was provided.